Event description:
The handheld device and software flashcard were returned to the manufacturer for analysis. It was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported that the physician¿s handheld was not working properly that day. The hhd would get stuck in the screen alignment despite tapping on the cross symbol correctly. A hard reset was performed multiple times, but did not resolve the issue. It was reported that another programming system was available so no patient care was affected. A new programming tablet was provided to the physician. The handheld is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.